Event description:
It was reported to philips that the monitor turned black while fluoroscopy was being performed. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that during a fluoroscopy procedure, the monitor temporarily went black. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found multiple process crash messages related to ¿philips.iengine.icontrolservice.exe.¿, and recommended software reload to the onsite service requested. To resolve the issue, the philips field service engineer (fse) proceeded with reloading the suite pc software as recommended by the rse. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.